Event description:
Reportable based on the product analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 95% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. Following predilation with a non bsc balloon catheter, the physician advanced a promus element plus mr 2.50 x 20mm stent delivery system to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that there was a hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis revealed a hypotube break. A visual and microscopic examination identified a shaft hypotube break located 175mm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).